Event description:
During use of the device for endoscopic saphenous vein harvesting, the user observed more bleeding from the vessel branches than expected. The user reported that the excessive bleeding was due to the pt being coagulopathic. The harvested vessel remained suitable for use as a coronary artery bypass graft. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Evaluation in progress but not yet concluded.